Event description:
Device malfunction: device #2 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture broke. The device was removed according to the instructions for use. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
Device #1: proglide, lot # 69043-6h is being filed under medwatch MFR number 2953144-2008-01852.